Event description:
A healthcare professional from an ambulance service stated they responded to a call and found the patient to be unresponsive. A blood test was performed on the emts breeze2 and the reading was 103mg/dl. A second blood test was performed on a different meter belonging to the patient and the reading was 30mg/dl. The patient was taken to the hospital. No additional information about the incident was provided. The difference between the readings fall in the "c" zone of the error grid., making the difference clinically significant. On a second occasion, the ambulance service responded to a call and a patient's blood test on the breeze2 was 74mg/dl. After they arrived at the hospital the blood was re-tested and the reading was 32mg/dl. The caller stated that both emergency calls were cases of hypoglycemia. The strips and meter were replaced. Customer returned the strips for evaluation.

Manufacturer narrative:
Patient information was not provided.